Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with broken belt clip rails, faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Troubleshooting was done for critical pump error alarm. Customer said he went swimming and noticed that insulin pump was dead. Customer tried inserting battery but insulin pump wont turn on. Customer confirmed crack on the battery side. Customer also mentioned that they noticed open book image on the screen. Customer reported that no any other alarm was displayed before the open book image was displayed on the screen. Blood glucose level was high of 23 mmol/l. The insulin pump will be returned for analysis.